Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Having issues with the catheter needles snagging on the catheter when trying to advance jamming in the unit.

Manufacturer narrative:
Our quality engineer inspected the representative samples submitted for evaluation. Your report that the needles were snagging on the catheter could not be confirmed from the representative 22ga insyte autoguard bc winged units that were received in sealed unit packaging from lot: 5157668. A visual examination of the returned samples revealed no damage or defects on the returned samples. A functional test to simulate IV catheter insertion revealed that the measured needle tip penetration, catheter tip penetration, and catheter drag forces were within specification. The needle fully retracted when the safety mechanism was activated. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
Additional information received see b- describe event or problem.

Event description:
Additional information received on 12-sep the nurses didn¿t report any patient injuries just the malfunctions they experienced with the retraction and snagging of catheter.